Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This report is filed because the implanted clip detached from one leaflet and remained attached to the other leaflet; mitral regurgitation increased. It was reported that on an unspecified date, two mitraclips were implanted in a patient with mixed, functional and degenerative, mitral regurgitation (mr) grade 3-4, reducing the mr to less than 1. On (B)(6) 2017, during a follow-up visit, a single leaflet device attachment (slda) was noted with one mitraclip (cds0502 60922u280). The patient experienced dyspnea and the mitral regurgitation had increased to grade 3. No treatment was provided. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. It should be noted that the reported patient effects of worsening mitral regurgitation (mr) and dyspnea, as listed in the mitraclip nt system instructions for use (IFU), are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported single leaflet device attachment (slda) in this incident could not be determined. The reported patient effect of mr was likely a result of the slda, and the dyspnea, a cascading effect of the mr. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.